Event description:
It was reported by service report that the head of the bed was at its highest height position, and unable to go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty fowler limit switch.